Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. As part of resolution, a RMA was issued for sensor replacement. No further resolution was necessary for this complaint.

Event description:
On 02 july 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.